Event description:
The event is reported as: during a demonstration of the device in which two double "a" energizer batteries were used a burning smell was noticed and a slight shock occurred and the handle became hot. The bottom of the handle was melted and some smoke was coming off. No report of an injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.